Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic converter and oil mist filter were replaced to resolve the system issues. Unit meets specifications and was returned to service on 1/23/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a strong odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The vacuum pump did not exhibit any smoke, mist or odor. The reason for return of the vacuum pump was not confirmed. The catalytic converter and oil mist filter were not returned as these parts were contaminated with oil. The assignable cause of the haze/mist/vapor and odor issue is the oil mist filter, catalytic converter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.